Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. Customer declined additional trouble-shooting with tandem technical support; therefore, no additional information was known or reported. There was no adverse impact to the customer's blood glucose level.